Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation therapy is ineffective. The patient also experiences 'all or nothing' stimulation which changes with movement. Diagnostic testing revealed all of the contacts on one of the leads are invalid. An x-ray revealed no anomalies. Surgical intervention may be taken at a later date to address the issue. Note the patient received two leads from the same lot number.